Event description:
Additional information: morphine was also listed as current drug in the device, while baclofen was not specified as a current drug.

Event description:
A motor stall was confirmed in the pump's event logs, however no motor stall recovery was recorded. The logs showed that the stall occurred on (B)(6) 2012, and a tube set message on (B)(6) 2012. The patient did not have an MRI. No other stalls were indicated in the logs. The patient did have symptoms of withdrawal; and was now being treated orally. Drugs delivered via the device were bupivacaine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model (distal rev seg): 8598, serial #: (B)(4), implanted: 2007-(B)(6), explanted: unk.